Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable parathyroid hormone (pth) result for one patient on their e411 analyzer. The field service representative visited the customer for a periodic maintenance check and received a report of the discrepant pth result. No problems were found with the periodic instrument check. The patient's initial pth result was 37.40 pg/ml and it was reported outside the laboratory. The initial result did not match the patient's condition and retesting was ordered by the hospital. On (B)(6) 2014, the sample was repeated and the result was 1259 pg/ml. The repeat result seemed more suitable and it was reported outside the laboratory. The customer confirmed that no adverse events occurred regarding this issue. The pth reagent lot number was 175260 and the expiration date was 04/29/2015.

Manufacturer narrative:
A root cause could not be determined due to the lack of information provided. Additional information for further investigation was requested but not provided.